Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) was at a natural battery depletion replacement and when inserting leads into ins, they were getting all red in the 8-15 and some green and red in the 0-7. The caller had cleaned and reseated leads and swapped ports which did not resolve. Tested connectivity in a wens which show all green. When running impedance check, contacts 10,11,13 are all over 40,000 ohms. The issue was not resolved through troubleshooting. The call ended with white marker lead in the 8-15 port. The healthcare provider did not believe the ins they are using was bad and continued with replacement

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the red contacts on 8-15; contacts 10,11,13 high impedances was unknown. They continued to wipe leads and after sometime they resolved, and the leads were placed in correct ports with white lead in top 0-7 port. Issue resolved. Effective therapy was established.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.